Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose levels with ketones. Customer's blood glucose level was 29.3 mmol/ l. The customer treated their blood glucose with an insulin pen and insulin pump. However, the customer's blood glucose level continued to be high. The high pressure test passed. The device was not returned.